Manufacturer narrative:
Suspect device received on june 22, 2021. Device evaluation completed on june 28, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth high profile xtra 355cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information received on june 22, 2021 indicated that the patient underwent a capsulectomy, and the replacement device is cat#: shpx-355, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on april 22, 2021, mentor became aware that the patient is scheduled to undergo device removal and replacement with a 355cc mentor memorygel breast implant, catalog number: shpx355 on (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with 355cc mentor memorygel breast implants and experienced baker grade iii/IV capsular contracture on the left side postoperatively. The capsular contracture was confirmed with a physical examination. As a result, the patient is scheduled to undergo device removal on (B)(6) 2021.